Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona.

Event description:
It was reported that a patient experienced a dental implant loss.